Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The unit presented overload fault errors and blowing snubber board and fuses. Replaced snubber pcb, x-ray tube and hv tank. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that during a case the 9800 system went to maximum technique and the live fluoro image went to black. Unit switched off to finish the case. There was no report of patient.